Event description:
On (B)(6) 2014, synergeyes received a complaint wherein the patient (pt) sustained corneal edema on right eye (od). Report stated: pt had corneal edema with giant papillary conjunctivitis (gpc) in both eyes (ou) due to contact lens (cl) use. On (B)(6) 2014, synergeyes contacted dr. (B)(6) regarding pt and the following information was obtained: on (B)(6) 2014, pt saw attending eye care professional (ecp) complaining of discomfort in ou but greater pain in od. Corneal edema found in od during examination. Steroid medication and muro 128 were prescribed. Gpc symptoms resolved with prescription of medication. Ecp believes cl to be cause of edema and that, "the injury was detrimental to the patient's health." No recorded pre-existing conditions that could have caused or contributed to the event. Customer did not return problem lenses for inspection.

Manufacturer narrative:
No information was given by ecp regarding which lenses caused the edema, therefore, we were unable to provide model number, lot number and expiration date nor could we provide the manufacture date. Problem lenses not returned, no inspection could be performed. Note by (B)(4), quality assurance, regulatory and clinical affairs: "per call (B)(4) 2014,: ecp reports that she believes the edema and gpc experienced by the patient are a threat to the patient's health and constitute an injury." (B)(4) comments: corneal edema and gpc are not sight-threatening conditions and occur commonly with all contact lenses. They will resolve without sequelae after cl is removed and could have been caused by allergy, lenses, multipurpose solution, or a reaction to something else. Regardless, they would resolve spontaneously with removal of lenses if the etiology is the lenses. Not an injury. However, since doctor believes, firmly, that this is an injury, file MDR.